Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) reached early elective replacement indicator (eri) and nearly end of life (eol) before it was expected to. It was also reported there was concern about the frequency of follow up as device ages and that the ipg may have gone to no output before expected. The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.